Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Ho m-y, yang s-h, chen c-m, po-hao huang a, hemostatic thrombingelatin matrix leading to intracranial cyst formation: case report, world neurosurgery (2019), doi: https://doi.org/10.1016/j.wneu.2019.03.030. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an emergent decompressive craniectomy with intracerebral hemorrhage (ich) in which floseal was used. Floseal was used in the ich cavity for hemostasis. Ten days¿ post-operative, a computed tomography (CT) was performed which showed a suspected cyst formation in the previous ich cavity. This was not noted on a previous CT performed on post-op day two. No intervention was performed at that time as no symptoms were noted. Post-op day 38 a follow-up CT scan was performed and it was noted the cyst became larger in size. A cranioplasty was performed and a left side ventriculoperitoneal shunt (due to hydrocephalus) was placed for drainage. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.